Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm that appeared on the home choice (hc) during drain. The home patient (hp) stated he had already cycled power to clear both the system error 2240 and the system error 2367. (B)(4) advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.